Event description:
The customer reported a needle stick injury that occurred when the needle was removed after the transfusion. The needle got stuck in the needle guard and did not retract fully into the needle guard. First aid was given to the operator, and trauma counseling was provided. Perthe customer's procedures, anti-retrovirals are given until negative results are received. Follow-up blood testing is done for four months. The customer declined to provide patient (operator) information. The disposable set is not available for return because the customer discarded it. This report is being filed due to device malfunction that has the potential for death or injury if the same failure were to recur.

Manufacturer narrative:
Investigation: per the customer, retraction into the needle guards are not smooth; it makes the click sound when pulling the needle into the guard, but the needle is not fully retracted. The needle and tubing sticks is not a smooth entry. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a recent change was made to the needle guard injection mold. Regarding the parts associated with the needle retraction, the change resulted in making the inlet end of the needle guard smaller than previous lots. The lot number was not specified. It is inferred from the description of events that the incident occurred using a lot that was produced after the needle guard mold was changed in 2012. The manufacturing records were reviewed for a lot that was produced after the change. There were no events noted that would have contributed to what the customer experienced and there were no abnormalities in the 100% visual inspection. In testing retention samples, the reported customer issues could not be duplicated. There have not been any other similar reports since the dimensional change took place. Root cause: the root cause of the needle stick could not be determined. No issues were identified with the disposable set, manufacturing records or retention samples. It is possible that the root cause could be related to operator technique.

Manufacturer narrative:
Investigation: an evaluation for needle retraction performance was conducted by terumo corporation, at the time of the configuration changes. Results showed the performance was equivalent or better than the previous version.